Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's pump screen repeatedly timed out too quickly. The customer's blood glucose level was not impacted. The customer had insulin injections, if needed, to manage diabetes.

Manufacturer narrative:
(B)(4). Additional information: device investigation found no device failure related to the reported touchscreen issue; however, another device issue was found.

Event description:
Additionally, the customer's insulin gauge reset to zero multiple times and the customer had to perform the reload process multiple times. There were no related alerts or alarms.